Manufacturer narrative:
The devices will not be returned for investigation. A third party group will be going to the facility ¿to calibrate the pumps and check the air sensors to make sure they are working correctly¿, and do other unspecified checks. If additional information is received, a supplemental report will be submitted.

Event description:
This is a general complaint of unspecified plum a+ pumps that on unknown dates, were reported to have issues with air getting into the chamber and not alarming.